Manufacturer narrative:
Updated section h6 (investigation findings) and h6 (investigations conclusions). H10: additional manufacturer narrative: the serial number was not provided. Therefore, the device history record (DHR) could not be reviewed. The device was not returned to edwards for evaluation as it remains implanted in the patient. Conduction system events (e.g., heart block) and arrhythmias, which are potential adverse events associated with bioprosthetic heart valve implantation, may require a permanent pacemaker. According to the literature review following surgical aortic valve replacement (avr), new-onset bundle branch block has been reported in 16% to 32% of patients and the need for permanent pacemakers in 3% to 8% of patients. The reason for post-operative av block after surgical avr is related to injury to the cardiac conduction system during surgical excision of the adjacent diseased valve and annular tissue. The close anatomical relationship between the aortic valvular complex and the branching atrioventricular bundle explains the possible development of conduction abnormalities following prosthetic aortic valve procedures. Based on the information available, the most likely cause is patient/procedural factors, including pre-existing left bundle branch block (lbbb).

Manufacturer narrative:
H10: additional manufacturer narrative: this is one of five manufacturer reports being submitted for this article. Refer to medwatch number 34833, 34840, 34841 and 34848 for additional events within the same article. The subject device is not available for evaluation as it remains implanted in the patient. In this case, the customer was not able to provide any further information. Therefore, no further details related to the event were provided. The date of the event is unknown; however, the article was received for publication on 14 march 2021. Therefore, the date the article was received for publication was used as the occurrence date. Article citation: park sj, rhee y, lee c-h, kim hj, kim jb, choo sj et al. 3-dimensional computed tomographic assessment predicts conduction block and paravalvular leakage after rapid-deployment aortic valve replacement. Eur j cardiothorac surg 2022 61 899 907. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Through review of medical article "3-dimensional computed tomographic assessment predicts conduction block and paravalvular leakage after rapid-deployment aortic valve replacement", the following event was identified as pertaining to an edwards device: one patient with a valve model 8300ab implanted in aortic position required cardiac resynchronization therapy (crt) during the post-operative period. As reported, the crt was performed in a continuum of treatment for heart failure.